Manufacturer narrative:
The investigation of the manufacturer is ongoing.

Event description:
It was reported that the customer detected a puncture in top of sterile hls set packaging. Not used on patient. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the customer detected a puncture in top of sterile hls set packaging. Not used on patient. No harm was reported. The affected product was technically investigated at the laboratory of the manufacturer. Hereby 4 holes' with a diameter of approx. 20,2mm, 9,5mm,11,5mm and 12,4mm were detected within the tyvek cover of the hls intellipack 1. The sealing of the tyvek cover was still intact. After opening of the intellipack 1 it was detected that one of the 2 velcrostraps (attached to the hls module) was fully detached because it slipped. The other one was loose. Additionally, two weld points of the welded inlay of the intellipack 1 were no longer intact. Thus the reported failure "puncture in top of hls set packaging" could be confirmed. The root causes of the reported failure "puncture in top of hls set packaging" were determined to be a detachment of inner and outer tray due to a weld failure resulting in dislodging of the hls module into the tyvek foil as well as a loose principle of packaging of parts which caused free space for movement during transport which damages the sterile tyvek cover and creating holes. Maquet cardiopulmonary has already triggered a corrective action within the CAPA process in order to improve the design to prevent such packaging damage in the future. The affected product was produced before the corrective action was implemented. The corrective action contains of implementation of adequate fixed inlay within tray and secure accessory items within the packaging of hls set.